Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Event description:
It was reported that the bd ultra-fine¿ mini insulin pen needle were received without an expiration date. The following information was provided by the initial reporter: consumer reported received from friend 1 box of pen needles without expiration dates on the box..

Event description:
It was reported that the bd ultra-fine¿ mini insulin pen needle were received without an expiration date. The following information was provided by the initial reporter: consumer reported received from friend 1 box of pen needles without expiration dates on the box.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.